Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported during a site visit, that an alaris pump module would not connect [power on], nothing illuminated on the pump, and when the channel select key was pressed nothing worked. The onsite clinical practice consultants asked if a communication error occurred prior to this event. The clinician stated a communication error is probably what occurred. This unit does not avoid the iui connectors when cleaning their devices.

Manufacturer narrative:
Correction to initial report sections: b.4, g.4.

Event description:
It was reported during a site visit, that an alaris pump module would not connect [power on], nothing illuminated on the pump, and when the channel select key was pressed nothing worked. The onsite clinical practice consultants asked if a communication error occurred prior to this event. The clinician stated a communication error is probably what occurred. This unit does not avoid the iui connectors when cleaning their devices.